Event description:
It was reported that there were issues with the bluetooth connection between the pump and continuous glucose monitor, which caused delays in insulin delivery and rapid depletion of battery life. There was no adverse impact to the customer's blood glucose level. The patient declined the follow-up from customer technical support at this time and is currently in the process of obtaining a new tandem device.